Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that since the ins was implanted, the spinal cord stimulation (scs) was uncomfortable, difficult to control, and recharge from the beginning. The pain relief it gave the patient was negative, in fact increased their pain. Telephone calls were made to medtronic and the hospital regarding the increased pain, left side weakness, headaches, and plus issues. The patient was told each time that this was normal and to wait all these teething troubles, they will subside within weeks. Two weeks passed and the symptoms did not diminish nor did the charging issues or functionality ease. The patient became ill, experiencing even more problems. A rash developed covering the site of the battery pack and electrodes at the same time the ins site was swollen. Telephone calls to the surgical team were met with skepticism ridicule and little or no interest. Within two hours of the rash forming it had spread to cover the patient¿s mid/lower back and buttocks. The patient began to experience spinal pain above the injury site, swelling, head pain, left leg side weakness, temperature increase, nausea, and a general feeling of ill health. Further telephone calls, a doctor told the patient to wait and that it would probably go away as fast as it came. By 2:30 the same day the rash developed, temperature had risen to 39.7 degrees, rash covered the patient¿s torso, buttocks, and upper thighs. The patient was unable to contact the surgical team, and a hospital doctor told the patient to see what it was like in the morning. By 7:00 am the patient¿s temperature had risen to 40.5 plus degrees, the rash extended to cover most of their body and head, breathing became labored, they were shaking, shivering, hot/cold chills, and the patient just wanted to sleep as they felt so very ill. The patient¿s family members took them to the hospital with suspected septicemia originating from the implanted scs. The entire device was removed as an emergency operation the next morning. Due to the aggressive nature of the infection (two microorganisms were picked up) the patient was prescribed zivoxid for two/three weeks. Since the operation, the patient¿s body has weakened. In the 28 months since the scs was removed, the patient has developed seven candidiasis infections, candida albicans which regular medications would not clear. The patient¿s pain levels have increased greatly, their general health has been affected along with their psychological health. The use of the devi ce was far from a success and caused the patient great distress, suffering, and hardship. No further complications were reported or anticipated.